Manufacturer narrative:
(B)(4). Customer was emailed requesting log files for analysis, however, customer failed to contact nihon kohden. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Pt monitoring was not affected. The customer stated that the device power cycled and everything now works normally.

Event description:
(B)(4).